Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder perforation ("complications during her hysterectomy including bladder perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications during her hysterectomy including bladder perforation") and procedural pain ("longer and more painful post-operative recovery"). The patient was treated with surgery (partial hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, complication of device removal and procedural pain outcome was unknown and the bladder perforation and genital haemorrhage had not resolved. The reporter considered bladder perforation, complication of device removal, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the essure removal surgery, her symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / right low side pain"), bladder perforation ("complications during her hysterectomy including bladder perforation / bladder was cut twice") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism from 2009 to 2010. Previously administered products included for contraceptive: nuvaring from 2005 to 2009 and micronor progestin pill in 2005; for an unreported indication: warfarin from 2009 to 2010 and wellbutrin. Past adverse reactions to the above products included pulmonary embolism with nuvaring. Concurrent conditions included gastroesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menorrhagia with irregular cycle"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdominal pain / cramping") and back pain ("low back pain"), 4 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst (corpus luteal cyst)"). In 2015, the patient experienced cervicitis ("chronic endocervicitis") and endometrial hyperplasia ("micro glandular hyperplasia / proliferative endometrium"). On (B)(6)2015, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). In (B)(6) 2015, the patient experienced bladder perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), complication of device removal ("complications during her hysterectomy including bladder perforation / complications following essure removal surgery"), procedural pain ("longer and more painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with omeprazole (protonix) and surgery (repair of bladder cystotomy on (B)(6) 2015 and partial hysterectomy to remove the essure devices, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, complication of device removal, procedural pain, dyspareunia, ovarian cyst, cervicitis, cystitis interstitial, endometrial hyperplasia, menometrorrhagia and abdominal pain outcome was unknown, the bladder perforation and genital haemorrhage had not resolved and the vaginal haemorrhage, abdominal pain lower and dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, complication of device removal, cystitis interstitial, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the essure removal surgery, her symptoms are mostly resolved. Patient currently cannot work due to medical conditions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs received: reporter was added. Lot number was added. Removal date was updated. Surgeries were added. Events: vaginal bleeding, dyspareunia, ovarian cyst, endocervicitis, glandular hyperplasia, low abdominal pain, back pain, menometrorrhagia, uterine bleeding, interstitial cystitis were added. Event onset date and outcome were added. Concomitant and historical drugs were added. Medical history were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / right low side pain"), bladder perforation ("complications during her hysterectomy including bladder perforation / bladder was cut twice") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism from 2009 to 2010. Previously administered products included for contraceptive: nuvaring from 2005 to 2009 and micronor progestin pill in 2005; for an unreported indication: warfarin from 2009 to 2010 and wellbutrin. Past adverse reactions to the above products included pulmonary embolism with nuvaring. Concurrent conditions included gastroesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menorrhagia with irregular cycle"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdominal pain / cramping") and back pain ("low back pain"), 4 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst (corpus luteal cyst)"). In 2015, the patient experienced cervicitis ("chronic endocervicitis") and endometrial hyperplasia ("micro glandular hyperplasia / proliferative endometrium"). On (B)(6) 2015, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). In (B)(6) 2015, the patient experienced bladder perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), complication of device removal ("complications during her hysterectomy including bladder perforation / complications following essure removal surgery"), procedural pain ("longer and more painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with omeprazole (protonix) and surgery (repair of bladder cystotomy on (B)(6) 2015 and partial hysterectomy to remove the essure devices, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, complication of device removal, procedural pain, dyspareunia, ovarian cyst, cervicitis, cystitis interstitial, endometrial hyperplasia, menometrorrhagia and abdominal pain outcome was unknown, the bladder perforation and genital haemorrhage had not resolved and the vaginal haemorrhage, abdominal pain lower and dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, complication of device removal, cystitis interstitial, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the essure removal surgery, her symptoms are mostly resolved. Patient currently cannot work due to medical conditions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right low side pain'), bladder perforation ('complications during her hysterectomy including bladder perforation / bladder was cut twice') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism from 2009 to 2010. Previously administered products included for contraceptive: nuvaring from 2005 to 2009 and micronor progestin pill in 2005; for an unreported indication: warfarin from 2009 to 2010 and wellbutrin. Past adverse reactions to the above products included pulmonary embolism with nuvaring. Concurrent conditions included gastroesophageal reflux disease. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menorrhagia with irregular cycle"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("low abdominal pain / cramping") and back pain ("low back pain"), 4 years 3 months after insertion of essure. In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst (corpus luteal cyst)"). In 2015, the patient experienced cervicitis ("chronic endocervicitis") and endometrial hyperplasia ("micro glandular hyperplasia / proliferative endometrium"). On (B)(6) 2015, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). In (B)(6) 2015, the patient experienced bladder perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), complication of device removal ("complications during her hysterectomy including bladder perforation / complications following essure removal surgery"), procedural pain ("longer and more painful post-operative recovery") and abdominal pain ("abdominal pain"). The patient was treated with omeprazole (protonix) and surgery (repair of bladder cystotomy on (B)(6) 2015 and partial hysterectomy to remove the essure devices, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, complication of device removal, procedural pain, ovarian cyst, cervicitis, cystitis interstitial, endometrial hyperplasia and menometrorrhagia outcome was unknown, the bladder perforation had not resolved and the genital haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, vaginal haemorrhage, dyspareunia, abdominal pain lower, back pain, dysfunctional uterine bleeding and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, complication of device removal, cystitis interstitial, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the essure removal surgery, her symptoms are mostly resolved. Patient currently cannot work due to medical conditions. Discrepancy noted: plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. The uterus is borderline enlarged. No fibroids are noted. 2. There are bilateral small ovarian cysts. The largest cyst is located in the left ovary and measures 1 cm. These are simple unilocular cysts. 3. There are small nabothian cysts noted in the cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dyspareunia. ,menorrhagia. , irregular cycles.,bladder laceration repair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Events outcome : bleeding, cramping, pain , painful sexual intercourse , migraine , fatigue were updated to recovered. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder perforation ("complications during her hysterectomy including bladder perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced bladder perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), complication of device removal ("complications during her hysterectomy including bladder perforation") and procedural pain ("longer and more painful post-operative recovery"). The patient was treated with surgery (partial hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, complication of device removal and procedural pain outcome was unknown and the bladder perforation and genital haemorrhage had not resolved. The reporter considered bladder perforation, complication of device removal, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the essure removal surgery, her symptoms are mostly resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.